Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The cause of error code 46510 was traced to a defective printed wire assembly (pwa). The pwa was replaced to address this issue.

Event description:
It was reported that the pump displayed the error code 46510, indicating a user interface error, on startup during testing. There was no patient involvement. Evaluation of the returned device confirmed the reported error code was due to a defective printed wire assembly.